Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was explanted due to "patient issues." Additional information has been requested.

Event description:
New information received indicated this event was not an explant. The patient was being marked for implant and dye covered entire eye so the lens was opened, but not used.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).